Event description:
It was reported that this patient was having fainting for over a month and getting worse. The patient was taken to the emergency room (ER) and was recently hospitalized. It was noted that the patients symptoms were a results of the implanted device. A request for urgent review was needed. No adverse patient effects were reported. The device remains implanted to date.